Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer¿s blood glucose was 150 mg/dl at the time of the incident and current blood glucose was 142 mg/dl. The customer was reported that the insulin pump fell in the cup and type of moisture was tap water. The customer reported that the display went blank immediately after insulin pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.